Event description:
Pacer failure during CPR. Initially would not send charge to pads even though machine was on, set to 100/100 in fixed mode with pads and 3 lead attached. Continued to run through the fixed pacer on/off buttons. The pacer initiated with mechanical and electrical capture--then would simply stop. Rptr would go through the sequence again. It would start and stop. This occurred numerous times with numerous episodes of mechanical capture but then machine totaly failed. Just prior to failure battery read low--fresh battery did not change the problem. Repair: phillips rep/technician repaired "init" after finding pacer board had been damaged.